Manufacturer narrative:
(B)(4). A device history record review and service history review will be performed. A review of the device logs did not reveal anything that would indicate and/or contribute to the reported problem. The device passed homechoice return instrument test/evaluation (rite) functional testing and no problems were revealed. A short simulated therapy was performed and completed successfully. The device was found to be within specification. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Per product analysis laboratory evaluation, there was no failure, malfunction or iipv (increased intraperitoneal volume) event identified that could have caused or contributed to the reported issue of patient passing away. The cause is undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation was performed to investigate the reported death. A review of the device logs revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported death. The product analysis lab (pal) evaluated the device and no failures or malfunctions were identified that could have caused or contributed to the home patient passing away. The device passed both the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements. An internal and external inspection was performed and found no issues. The cycler remote toolbox (crt) was used to pressurize the device pneumatic system and all pressures were correct and stable. A short simulated therapy was performed and completed successfully. Review of the device service history revealed no issues that could have caused or contributed to the home patient passing away. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). The patient was hospitalized prior to death for unknown reason. The cause of death was not reported. It was reported on an unknown date during the month of receipt of this report, pd therapy was discontinued. It was reported an autopsy was not performed. Additional information was requested, but is not available.